Event description:
It was reported that on (B)(6) 2013, the patient presented with recurrent chest pain. While it was angiographically confirmed to be fully apposed to the vessel wall, it was noted that a 2.25x12 rx xience prime stent implanted on (B)(6) 2013 had 95% in-stent restenosis. The angina and restenosis were successfully treated with a non-abbott 2.0x15 drug-eluting balloon, resulting in 0% stenosis. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial filed medwatch report, it was noted that the following target vessel and lesion information had been reported but was inadvertently not included in the initial medwatch report: the target vessel was a mildly tortuous mid circumflex coronary artery with a mildly calcified, 95% restenosed lesion. No additional information was noted.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.